Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a mildly tortuous lesion in the right coronary artery (rca). A 2.50 x 38mm promus element plus stent was deployed in the mid to distal rca. After this 2.5 x32 promus element plus was then deployed in the proximal to mid rca. After the second stent deployment, a proximal edge dissection was noticed in the proximal part of the stent. To cover the edge dissection, a 3.0 x 12 promus element plus was deployed proximally, overlapping it and covered the edge dissection. The procedure was successfully completed and the patient was reported to be stable. There is no other information available regarding the patients medical history or concurrent medical conditions.